Event description:
The ipg was initially returned with no info. A subsequent report from the hcp indicated that the pt experienced a shocking sensation and return of symptoms after having gone through a metal detector at a court house in 2004. Attempts at re-programming were unsuccessful. The ipg was successfully replaced in the following month.